Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) had a blue screen failure. They had an error message of "nmi hardware failure" and had rebooted 5 times over the weekend but seems to have stabilized. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) had a blue screen failure. They had an error message of "nmi hardware failure" and had rebooted 5 times over the weekend but seems to have stabilized. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.